Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1347, awareness date 04-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Consumer reported that ever since insertion she started to have severe abdominal pain, back pain and kidney stones all the time. She had a hysterectomy to remove essure and started feeling better. But she was in a lot of pain again, in her ovaries. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and ever since, started having severe abdominal pain and kidney stones all the time. She underwent a hysterectomy to remove essure. These events were considered serious due to medical significance. Abdominal pain is a listed event in the reference safety information for essure while the remaining event is unlisted. Abdominal pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. The risk for nephrolithiasis is influenced by urine composition, which can be affected by certain diseases and patient habits such as a low calcium intake, high oxalate intake, high animal protein intake, high sodium intake, or low fluid intake. Considering the pathophysiology of the event kidney stones and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and ever since, started having severe abdominal pain and kidney stones all the time. She underwent a hysterectomy to remove essure. These events were considered serious due to medical significance. Abdominal pain is a listed event in the reference safety information for essure while the remaining event is unlisted. Abdominal pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. The risk for nephrolithiasis is influenced by urine composition, which can be affected by certain diseases and patient habits such as a low calcium intake, high oxalate intake, high animal protein intake, high sodium intake, or low fluid intake. Considering the pathophysiology of the event kidney stones and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.